Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately 1 month post-op a pt presented with z-syndrome with 1 diopter of residual hyperopia. It was reported that the pt also had corneal edema, mild diffuse opacification of the posterior capsule and striae. The pt also was observed to have ciliary spasm. No secondary surgical intervention has been performed. The pt's current prognosis is good. The pt appears improved on a course of homatropine and steroids. According to the surgeon the likely root cause of the event is capsular contraction.